Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6)2022, a sample was collected from the patient. The sample was processed per pi on (B)(6)2022 xpert xpress sars-cov-2, which resulted in sars cov-2 presumptive positive. This was not reported to the doctor. The original sample was retested on (B)(6)2022 on xpress sars cov-2, which resulted in sars cov-2 negative. This was not reported to the doctor. Sample was stored at room temp between tests. A diasorin pcr test was ran on the same sample on (B)(6)2022, which came up negative for sars cov-2. Customer did not mention if this sample was wedge 3 or wedge 4 but both results on report were negative. Unknown if this result was reported to the physician. Patient was asymptomatic who came in for a CT/ng test and was getting tested for covid-19 as routine screening. Sample was stored at room temp in between tests. Testing performed on patient without suspicion of covid-19 and is outside the intended use. Review of the initial test result show e target detection only with late CT. Amplification and epf of target and spc appear normal. Spc is normal for repeat run. No evidence of product malfunction. Likely root cause is sample at or below the limit of detection. Despite multiple attempts to contact the customer, no response was received. Lost to follow-up. Unable to determine report of patient harm. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress sars-cov-2 eua IFU; "positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6)2022, a sample was collected from the patient. The sample was processed per pi on (B)(6)2022 on xpert xpress sars-cov-2, which resulted in sars cov-2 presumptive positive. This was not reported to the doctor. The original sample was retested on (B)(6)2022 on xpress sars cov-2, which resulted in sars cov-2 negative. This was not reported to the doctor. Sample was stored at room temp between tests. A diasorin pcr test was ran on the same sample on (B)(6)2022, which came up negative for sars cov-2. Customer did not mention if this sample was wedge 3 or wedge 4 but both results on report were negative. Unknown if this result was reported to the physician. Patient was asymptomatic who came in for a CT/ng test and was getting tested for covid-19 as routine screening. Sample was stored at room temp in between tests.